Event description:
Healthcare professional reported "asymmetry / contracture", "new onset of lateral pain, bruising, gross breast volume asymmetry", "change in implant position", "grade I breast ptosis", "upper pole deflation" and "patient does not have inferior pole constriction" of a non-allergan device. This record is for right side. The device remains implanted. Reference report: mw5119537. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).